Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analyst indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/over stressed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the sheath was kinked and narrow. When the lead was removed from the sheath the right ventricular coil was found to be stretched. A different lead was implanted and no patient complications have been reported as a result of this event.